Event description:
The consumer alleges that the spinbrush head broke apart and slit her tongue. She states that her tongue was bleeding for four days. It was the back part of the toothbrush head that fell off. She did not seek medical attention and is fine now. This is being reported conservatively based on the allegation of a malfunction with the potential to cause serious injury.